Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the clinical diabetes specialist (cds) received a voicemail from the user reporting insulin leakage from the ilet cartridge. The cds requested additional information to confirm the extent of leakage and any blood glucose (bg) impact. Attempts were made to contact the user on (B)(6) 2025. During the first attempt, the user disconnected upon learning the call was from beta bionics. Subsequent follow-up calls were not answered, and voicemails were left. No additional information was obtained regarding bg impact or medical effects. The case was closed after three documented contact attempts.